Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1213809-2023-00112 is a duplicate of 2243072-2023-00226 this supplemental is to cancel MDR 1213809-2023-00112.

Event description:
It was reported that the bd safetyglide¿ needle is defective. The following information was provided by the initial reporter: this item has had multiple customer complaints from kaiser that the item 305916 is defective. No qa event has been issued but multiple cif¿s for multiple lot numbers. We have 12 pallets here that bd issued an rga for but have not picked up as well as the customer has returned another 68cs plus 204bx with a new lot number. Qra initiated a local hold for several of the lot numbers but they have not authorized the newest lot number that the customer feels are also defective. Please see if you can escalate this issue. Related cases bd pr (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle is defective. The following information was provided by the initial reporter: this item has had multiple customer complaints from (B)(6) that the item 305916 is defective. No qa event has been issued but multiple cif¿s for multiple lot numbers. We have 12 pallets here that bd issued an rga for but have not picked up as well as the customer has returned another 68cs plus 204bx with a new lot number. Qra initiated a local hold for several of the lot numbers but they have not authorized the newest lot number that the customer feels are also defective. Please see if you can escalate this issue. Related cases bd: (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.